Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system. Sometime following the procedure, the uphold mesh was removed from the patient transabdominally (reason unknown). Reportedly, the patient had 3.5 liters of blood loss (specifics and relation unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. All other information, including the patient's current condition, is unknown.